Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative. The healthcare provider placed the catheter for trial procedure, it was dripping csf and everything appeared to be good. The healthcare provider went to take the guide wire out and the "whole catheter is cinching" or bunching up around the guide wire. Per the reporter 12-13 inches of the wire is out and it is still dripping csf but the wire now "won't budge." On 9/18/15 it was further reported that all at once the stylet came out. No other interventions or actions were taken. The cause of the issue was unknown and the issue had been resolved, the guide wire came out. Patient/device information and drug not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.